Manufacturer narrative:
Complaint conclusion: the balloon of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) could not be inflated during its use. This issue was reportedly caused by a mishandling by the operator of the device. There were no reported injuries to the patient. Additional information was requested but was not provided. The product was not returned for analysis. A product history record (phr) review of lot 82230408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the very limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) could not be inflated during its use. This issue was reportedly caused by a mishandling by the operator of the device. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Event description:
As reported, the balloon of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) could not be inflated during its use. This issue was reportedly caused by a mishandling by the operator of the device. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82230408 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.